Event description:
While investigating the monitor of a (B)(6) male patient for an unrelated issue, a reportable problem was discovered. The monitor failed a pulse test during evaluation. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. As a result of the pulse test failure there was extensive electrical damage to the monitor pca and defibrillator boards. Due to the extent of the electrical damage the root cause for the pulse test failure could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.